Event description:
Patient reported having a hip replacement procedure on an unknown date. Patient claims she is having pain with subluxation and squeaking, but implants are well aligned. She claims she has raised metal ion measurements and is scheduled to be revised in (B)(6) 2012. This report is based on patient allegations, and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Item remains implanted in patient. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown, expiration date - unknown, implant date - unknown, manufacture date - unknown. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.